Event description:
It was reported that at implant the device set screw could not be tightened. It was also reported the lead impedance was greater than 4000 ohms. The lead and the device were removed and not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found; however, the grommet was damaged and the set screw was rounded and in the connector bore. Full lead was returned for analysis.